Manufacturer narrative:
The suspect product is the acitve strip.

Event description:
Pt reported obtaining back-to-back blood glucose results, of 282 mg/dl and 90 mg/dl, on the active system (meter, strip lot 22950532 with expiration date 03/31/2008). Pt took an additional 10 units of humalog based upon the result of 282 mg/dl, even though he was having symptoms of hypoglycemia at the time. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.